Event description:
Health professional reported by medwatch an alleged "leak" in a lap-band system. The device was found to have a "leak' when the pt went to go for a fill and the band did not seem to be holding the saline. A hiatal hernia was repaired during the surgery. Follow-up findings: during the fill appointment when leak first noted, the band only held 2.0cc of fluid. Twenty days later, the fluid level was 0cc. Again a fill and 17 days later, the fluid was at 0cc. The device was removed and replaced with a back up device. The device will not be returned to allergan.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan and we have been informed it will not be released. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."